Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter read inaccurately high. The patient tests her blood glucose 2-3 times a day. She typically tests before breakfast and dinner, and whenever she feels symptomatic. The patient takes humulin-n insulin "r-insulin" based on her meter readings. The patient indicated that the alleged issue started on (B) (6) 2010. The patient reported meter readings of "223, 192, 217, 285, 205, and 206 mg/dl." It is not known what date(s)/times the reported results were obtained. On (B) (6) 2010, the patient claimed that she took too much insulin based on an unknown meter reading she had obtained that day. The patient stated that the patient was in her wheelchair and then fell to the floor. While falling, she reportedly hit her head on a refrigerator which "knocked a hole" in her head. The patient mentioned that the hole required staples to "tack it up." The patient said she passed out on the floor for an unknown period of time and had blood everywhere. When the patient regained consciousness, she managed to climb back into her wheelchair and called her neighbors. The neighbors rushed her to a hospital where her blood glucose was tested on an unidentified hospital device. The hospital reportedly obtained a result of "34 mg/dl." The patient stated that she was treated with an injection with sugar and water in it. The patient was also given food and orange juice. When the patient's symptoms were relieved, she claimed that her doctor told her that she was taking too much insulin based on her readings. The patient did not have test strips for troubleshooting. The meter, test strips, and control solution where replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she passed out and received medical treatment for hypoglycemia in a hospital after taking insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.